Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h813015603, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-feb-2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 688 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was taken to surgery for a routine pump replacement procedure because pump eri (elective replacement indicator) was less than 1 month. There were no known issues or complaints prior to the procedure. During the procedure, the catheter was found in the pump pocket. Rather than replacing the pump, the device system was explanted with no replacement scheduled at this time. The patient was going to be admitted to the hospital for observation. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug partner on 2020-sep-17. It was reported that the patient had no complications from the system explant and the only issue was the previously reported catheter malfunction noted in the operating room. There were still no plans to replace the device at the time of communication. No further complications were reported.